Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint. One grip close cable was loose at the distal idlers. The idler pulley spun freely and was not damaged. The clamping pulley screws were found to be secured. Additional observations not initially reported by the site were also noted. A grip wire was loose due to a broken grip cable inside the housing by the clamping pulley. The idler pulley spun freely and was not damaged. There were indentations at the edge of the distal pulley: the cause of damage cannot be determined. The distal end of main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the main tube. Engineering concluded that the main tube damage may be due to mishandling. There was evidence of corrosion around the clamping pulley inside the instrument's housing.. There was also an orange rusty color like substance below the clamping pulley around the bearing. Engineering concluded that the corrosion may be due to improper cleaning. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a loose wire on the large needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.